Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient presented to the clinic with a full thickness skin erosion and was given oral antibiotics (doxycycline). The issue was not resolved, there was a full thickness skin erosion and the full system was explanted on (B)(6) 2024 and placed on 6 weeks of antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 20226; explant date (B)(6) 2024 brand name sensight; product ID b3301542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they had their implant and leads removed before (B)(6) of last year. Patient states the wires got infected and came through the skin and they were afraid patient would have some sort of fungus in the brain so they had to take all this stuff out. Emailed device registration to update patient information. The patient reported they had their dbs (deep brain stimulation) system fully explanted on (B)(6) 2024 because of infection. Patient did not know when the infection started. The primary reason for their call was to request assistance wiping information from the handset. Redirected to hcit.